Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and failure analysis investigations confirmed the customer-reported complaint but could not replicate it. The reported issue was confirmed through system logs, which recorded error m-35 on (B)(6) 2025. Visual inspection showed light scratches with paint touch-up on the cover/housing and a dent on the top right corner. During system testing, the erbe displayed errors m-b0-41 and m-b0-60, while the erbe error log recorded errors m-0b and m-31. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe energy decreasing over the last week. There was no other information available. Tse attempted to review the system logs, but onsite was not available. There was no troubleshooting performed as the biomedical engineer was not onsite. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.